Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left lower lobe resection on a lobectomy procedure, at the first firing, a8 has resected and no bleeding (oozing) was found at the time of resection. However, after about 10 minutes, oozing bleeding from around the staple hole was found. Hemostasis was performed using surgicel to resolve the issue.